Event description:
The customer reported getting a noisy signal on screen during synch shock delivery. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.